Event description:
It was reported that the previous inflatable penile prosthesis (ipp) had a pump malfunction. All components were explanted at previous date. Patient underwent a surgical procedure to implant a new ipp. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.